Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in fair condition with damaged housing. The device was powered up and alarmed ec 1660 which is an issue with processor on the circuit board. It's recommended to replace the circuit board to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1660. There was no reported injury to the patient.